Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, another cartridge reload was received unfired and with 7 drivers out of position and missing; 1 driver was out of position and present making the reload non-functional. No conclusion could be reached on what caused the drivers to be out of position and missing. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a black cartridge, the user went to load the cartridge and it could not be loaded. When resistance was met, the cartridge was examined and it was noted the proximal end of the cartridge was bent. A new cartridge was placed in the device with seamguard and clamped on the stomach. The device locked out and did not fire. The device was reversed to open the jaws and another attempt was made to fire the device. The same event occurred and the device would not fire. Upon examination of the jaws of the device, an orange piece was noted in the jaws and believed to be from the cartridge preventing the firing of the device. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.